Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had received motor error alarm. The customer's blood glucose was 250 mg/dl. The customer reports drive support cap appears to be normal. The customer did not report motor position encoder alarm. Troubleshooting was performed for motor error alarm and was able to successfully clear the alarm. Customer was able to complete pump rewind. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.